Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications.

Event description:
9-pfo-025 was deployed but not released from the delivery cable. It was noted that the right atrial disc was bulbous and would not flatten out. We recaptured the right disc deployed with the same result. Pushed and pulled same result. Removed the device from the body and deployed another 9-pfo-025 which formed properly. The device was then released and the procedure was completed with no complications.